Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 19907659, model/catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn as they were kept by medical facility.

Event description:
A report was received that the patient was experiencing loss of stimulation. The patient underwent an explant procedure and was reportedly doing well postoperatively.